Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 69.0, 126.0 and 39.0 cm from its proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the first returned ruby coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink observed near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance; however, additional resistance was experienced due to the pusher assembly kink and the ruby coil lp could not advance any further. Further evaluation revealed a proximal pusher assembly kink. This damage was likely incidental to the reported complaint. Evaluation of the second returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. The ruby coil lp was then advanced through its introducer sheath without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01933 h3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01933.

Event description:
The patient was undergoing a coil embolization procedure in the gastric artery using ruby coil lps and a non-penumbra microcatheter. During the procedure, two ruby coil lps would not advance through the microcatheter. Therefore, the ruby coil lps were removed. The procedure was completed using a new ruby coil (of a different size) and the same microcatheter. There was no report of an adverse effect to the patient.